Event description:
The customer reported the reagent probe wash station overflowed and did not draining on the immage immunochemistry system. The leak was contained to the top of the instrument. The customer inspected the wash cup for obstructions; no obstructions were found. The customer wore personal protective equipment consisting of gloves, eye protection, and lab coat at the time of the incident. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are attributed or associated with this event. The customer did not review the msds; however, the facility has an exposure control or risk management plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site to investigate the incident. The fse removed the wash station and cleaned the wash cup. The fse then inspected the tubing and no obstruction was noted. The fse replaced the in-liner filter which resolved the leak. The failure mode of the event was a weak in-line filter failure (B)(4).